Manufacturer narrative:
Product complaint # (B)(4). Procode: krd/hcg. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by a healthcare professional, during a coil embolization of the arteria communicans anterior (acomm), there was resistance experienced with a 1mm x 3cm galaxy g3 mini coil, proximal. The device became lodged in a sl10 microcatheter (mc) and would not deploy to the aneurysm, it was ¿stuck¿. The coil delivery system was not able to be removed from the microcatheter. The microcatheter and coil delivery system were removed from the patient as a unit, resulting in cerebral target position loss. Another coil was successfully deployed with a new mc and the procedure was finished. There was no harm to patient reported. It is unknown if the actual coil appear damaged at any time. There was nothing noted to be obstructing the microcatheter. Continuous flush on the microcatheter was maintained. Spectra coils were successfully used with the microcatheter prior to or after the encountered resistance.

Manufacturer narrative:
Product complaint # (B)(6). Updated sections on this medwatch report: b5, g4, g7, h2, h3, h6 and h10. Section b5: additional information received indicated that the device will not be returned. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization of the arteria communicans anterior (acomm), there was resistance experienced with a 1mm x 3cm galaxy g3 mini coil, proximal. The device became lodged in an sl10 microcatheter (mc) and would not deploy to the aneurysm, it was ¿stuck¿. The coil delivery system was not able to be removed from the microcatheter. The microcatheter and coil delivery system were removed from the patient as a unit, resulting in cerebral target position loss. Another coil was successfully deployed with a new mc and the procedure was finished. There was no harm to the patient. T is unknown if the actual coil appears damaged at any time. There was nothing noted to be obstructing the microcatheter. The continuous flush on the microcatheter was maintained. Spectra coils were successfully used with the microcatheter prior to or after the encountered resistance. The product was not returned for analysis; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device l13142 number, and no non-conformances related to the reported complaint condition were identified with the information available and without the product available for analysis, the reported customer complaint of ¿detachable coil delivery system (dcs) - impeded in microcatheter with loss of cerebral target position¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The instructions for use (IFU) warns that if the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the compliant device; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.